Event description:
It was reported that the leads has ¿slipped¿ a couple weeks after implant. It was stated that the healthcare provider (hcp) believed it was due to the patient stretching. It was further stated that a revision was scheduled for tomorrow. The hcp reportedly told the patient he was going to ¿glue¿ the leads in place. It was noted that the patient wanted to get a hold of the manufacturer representative to ensure they would be present at the revision tomorrow. Additional information was requested, but had not been received as of the date of this report.

Event description:
It was further reported that the patient did have the revision surgery of the leads on (B)(6) 2013.

Manufacturer narrative:
Product ID: 3778-60 lot# serial# (B)(4), implanted: 2013 (B)(6), product type lead product ID: 3778-60 lot# serial# (B)(4), implanted: 2013 (B)(6), product type lead. (B)(4).